Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of a saline solution. The option-lok male adapter of the tubing set was connected to the patient's IV access site. At an unspecified time, the male adapter of an unspecified syringe was connected to the clave port of the tubing set to deliver an unspecified IV push medication. It was reported that after the syringe was disconnected from the clave port, the tubing separated from the clave port of the tubing set. The tubing set was replaced adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.